Manufacturer narrative:
Product development investigation was completed. The visual inspection has shown that approximately 6 mm from the fluted tip section is broken off. The broken tip was not returned for evaluation. Additionally it is clearly visible that the cutting edges are worn out and damaged. The measured hardness after the hardening procedure was with 54.0 / 54.3 and 54.4 hrc also within the specification of 52 +3/0 hrc. Based on these findings we exclude any manufacturing related issue. Measurement outer diameter ø2.45 as per the drawing: gage: 3-03-17585, tolerance ø2.45 0/-0.03, result: ø2.43 "pass". Based on the provided information we are not able to determine the exact cause which has led to this breakage. We only can assume that a mechanical overloading situation, for example metallic contact or lateral stress, has caused the breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. An event date of (B)(6) 2013 was reported; however, it is unknown if this is the date the drill bit was broken or if this was the date it was received broken by the loan department. (B)(4). Device is an instrument and is not implanted/explanted. (B)(6). The subject device has been received and is currently in the evaluation process. A device history record review was performed for the subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: may 2, 2014. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production or sterilization of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that the drill bit that belongs to the loan department was returned broken by the customer. It is unknown when or how the drill bit was broken. There was no reported patient or procedural involvement associated with the reported event. This report is 1 of 1 for (B)(4).